Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead damaged and ra lead helix could not be extended. The ra lead was not used and replaced during the procedure. The patient remained in stable condition.